Manufacturer narrative:
Patient experienced complications of hypotony. No further information was provided by the doctor including lot and serial number, despite multiple follow ups. IFU was reviewed and it includes hypotony as a known complication and adverse reaction.

Event description:
Hypotony. Patient experienced complications.